Manufacturer narrative:
(B)(4). The customer reported that a therapy knob failure was noted during opcheck, and ordered a replacement switch to resolve the issue. There have been no further calls related to this issue.

Event description:
The customer reported that a therapy knob failure was noted during opcheck.